Event description:
It was reported that the customer experienced a cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by guiding them through the proper technique for loading a new cartridge and cleaning the cartridge area, and the customer was advised to call back if further assistance was needed.